Event description:
The hospital reported that during an endoscopic saphenous vein harvesting procedure, the tip end of the dissection tip detached from the unit. The piece was retrieved from the pt with forceps. No additional pt complications were reported.